Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) system complained of discomfort around the electrode area. The patient, noted to be petite, was seen several times at the hospital to discuss the discomfort. There was no trauma or injury related to these sensations. The patient wanted to replace the s-ICD with a transvenous device. The s-ICD system was explanted and in two months the patient will receive the tvicd. No additional adverse patient effects were reported.